Event description:
It was reported that the user experienced a low blood glucose event, treated the low with oral carbohydrates, then ate pizza without announcing the meal and later noted elevated glucose; the user was advised not to announce belatedly and to allow the correction algorithm to respond while monitoring glucose. Symptoms included urgent low soon, low glucose, and rapidly falling glucose. Outcomes included transient hypoglycemia with subsequent hyperglycemia concerns, with no hospitalization. Investigation included troubleshooting and education with guidance on carbohydrate treatment, meal announcement timing, and reliance on the device¿s correction algorithm. Investigation of this case revealed no device malfunction was identified, and user actions related to unannounced meal intake after treating a low were contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.